Event description:
Pt was revised to address painful hardware.

Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred approx 6 weeks ago. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.